Manufacturer narrative:
The synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the mid stent region lifted from their crimped positions and pulled proximally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-may-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.50 x 20mm maverick balloon, a 2.50 x 28 synergy ous mr drug eluting stent was advanced but was unable to cross the target lesion. The device was removed and the procedure completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.